Manufacturer narrative:
Customer technical specialist had the customer to check the no-foam bottle, the cap, and the green tubing. Customer found that the green tubing was not properly connected. Customer reconnected it and this resolved the issue. Service was not dispatched. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report leak from the wash concentrate bottle on the unicel dxc 600 chemistry analyzer. No injury or exposure was reported.